Event description:
Event: (cc# 97-01440) a slight amount of blood was noted in the catheter shaft within 24 hours of iabp and the iab was removed. On 2/23/1998, datascope was notified that the iab was discarded and would not be returned for evaluation. [Event complications]: unknown - reported 11/26/1997, [pt's current status]: unk - rpt'd 11/26/1997.